Event description:
It was reported that on an unk date, after two to three mins of use, the blade does not turn any more, and the device stops.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.